Event description:
A pt underwent an elective procedure to the proximal and mid lad. The target lesion was a 40mm, de novo, bifurcated ostial lesion with no tortuosity or clot, and no calcification. Because the lesion was hard, a cutting balloon (2.5/10mm) was used at 8atm for 10 seconds. A cypher (2.5/23mm) was implanted at 16atm for 20 seconds at the mid lad. A cypher (3.0/18mm) was implanted to overlap the first at 16atm for 20 seconds at the proximal lad. Four days later, the pt developed ventricular fibrillation in the hosp. The pt was defibrillated and the sinus rhythm became normal. Cag was conducted and thrombus was confirmed in the cypher implanted at the proximal lad and was treated with poba. Ivus confirmed that the proximal lad was 3.2mm and the mid lad was 3.0mm. The next day, the pt went into v-fib again, was intubated, had a swan-ganz catheter placed, and was placed on an iabp.